Event description:
Healthcare professional reported left side capsular contracture baker grade iii and left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: device photographs for the device related to the reported event of rupture capsular contracture was requested on feb 04, 2025. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii diagnosed via ultrasound and left side rupture. Device was explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: not observed. ¿ crease / folding of implant: observed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, b1, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii diagnosed via ultrasound and left side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted.